Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record could not be performed as the lot number was not provided. The reported patient effect of death is listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as a known patient effect of a coronary stenting procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, a 3.0 x 33 mm xience prime stent was implanted. On (B)(6) 2014, the patient died at home from unknown causes. No additional information was provided.